Event description:
It was reported by the customer's spouse, that the customer was in the hospital for 11 days due to his dialysis catheter. It was also reported that the customer's insulin pump had a blank display. They replaced the batteries and the insulin pump was in spanish mode, and the buttons were unresponsive. Customer's blood glucose level at the time 143mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, a cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.